Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 300 mg/dl at the time of the incident and at 420 mg/dl at the time of call. The customer's parent stated that the insulin pump alarmed motor error even after multiple infusion set changes. The customer's parent stated that the drive support cap was flush. The customer's parent also mentioned to have experienced high blood glucose reading of 420 mg/dl and treated with manual injection. Customer's parent also mentioned that the blood glucose reading was down to 83 mg/dl after changing the site. No high blood glucose was performed. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.